Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels and insulin delivery. The customer states that the device gave her all the insulin at once. The customer's blood glucose level at the time of incident was over 300mg/dl. The customer's most current level was over 600mg/dl. The customer states they treated the high levels with the pump. The customer states there was a 911 call for their high levels. The customer was put on an insulin drip. Troubleshoot was conducted. The customer was advised to monitor the device, and contact their healthcare provider regarding the unexplained high levels. The customer was advised to call back and conduct high pressure test to complete troubleshoot.